Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 21 mg/dl. Customers blood glucose reading at the time of call was 300 mg/dl. Customer was treated with food for low blood glucose event. Auto mode was not active at the time of incident. Troubleshooting was performed. Customer will continue the use of device. No further patient complications were reported.